Event description:
It was reported that pitting was noticed in insert after removed from implanted osteolock cup on primary case. Doctor removed the insert from original positioning to reposition the shell (osteolock cluster). There was no adverse consequence for the pt or delay in surgery or anesthesia time.